Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the electrode peeled away. The ceramic was not damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic. The electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. These error screens are a result of the electrode being separated and causing a short in the activation system. The generator detects this condition and prevents the activation of the instrument. No conclusion could be reached as to why the electrode separated from the lower jaw.